Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Sterile part: 03.130.202s. Sterile lot no: 9l32424. Release to warehouse date: 02 may 2022. Expiry date: 01 may, 2032. Manufacturing site: werk selzach. Supplier: (B)(4). Non-sterile part: 03.130.202. Non-sterile lot: f-34672. Release to warehouse date: 01 march, 2022. Manufacturing site: werk selzach. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation with the drill bit in question for the metacarpal fracture. During drilling for screw insertion, about 10 mm tip of the drill bit broke. The broken tip was removed, no fragments were confirmed via x-ray. The surgery was completed successfully within 30 minutes delay. This report is for a 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).